Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. Service report: the machine was started and the event logs were checked, no errors logged. Checked power supply voltages, all were in spec. Machine then shut down on me, batteries never kicked in, no alarm. Replaced power supply and function and safety checked, watched run for 60 minutes. (B)(4).

Event description:
Customer observed machine shut down three times. Was able to reboot machine.